Event description:
Medtronic powered surgical solutions midas rex surgical drill was used for surgery. Every time it was used, the patient reflexed/jumped. A different midas rex surgical drill was opened and used and the patient did not jump/reflex anymore.